Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "hematoma, tightness, swelling" and "pain". Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted.

Event description:
Patient reported left side "hematoma, tightness, swelling" and "pain". Healthcare professional later reported capsular contracture baker grade IV. Patient undergone open inferior capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ hematoma: unable to observe as it is a medical event not related to the device. ¿ edema: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted.